Event description:
Attempting to access the dialysis vascath. While instilling saline during line check, it was noted the line had small holes in it and was leaking bloody saline. This is the second such episode for the patient. Also we had leaking and holes with the previous catheter. Patient was taken to interventional radiology and the port was repaired with cement.